Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), endometriosis ("deep endometriosis"), urinary tract infection ("urinary tract infections"), abdominal pain lower ("cramps") and bone pain ("bone pain") and was found to have leiomyoma ("myomas"). The patient was treated with surgery (essure removal via total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, dyspepsia, swelling, genital haemorrhage, hypersensitivity, endometriosis, leiomyoma, urinary tract infection, abdominal pain lower and bone pain outcome was unknown. The reporter considered abdominal pain lower, bone pain, dyspepsia, endometriosis, genital haemorrhage, hypersensitivity, leiomyoma, pelvic pain, swelling, urinary tract infection and uterine perforation to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. On 18-may-2021: ha number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspepsia ("digestive problems"), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), endometriosis ("deep endometriosis"), urinary tract infection ("urinary tract infections"), abdominal pain lower ("cramps") and bone pain ("bone pain") and was found to have leiomyoma ("myomas"). The patient was treated with surgery (essure removal via total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, dyspepsia, swelling, genital haemorrhage, hypersensitivity, endometriosis, leiomyoma, urinary tract infection, abdominal pain lower and bone pain outcome was unknown. The reporter considered abdominal pain lower, bone pain, dyspepsia, endometriosis, genital haemorrhage, hypersensitivity, leiomyoma, pelvic pain, swelling, urinary tract infection and uterine perforation to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.